Event description:
It was reported that the ventilator failed gas supply test during pre-use check and generated a technical error code indicating battery module error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply test. Moreover, technical error 47 was reported. The device failed to meet its specifications. There was no patient harm. Identification of issue has been done by analyzing problem description. The o2 gas module and battery module were found defective and their replacement is necessary to resolve the issue. The o2 gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The customer decided not to repair the equipment. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.